Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(4).

Event description:
The customer received questionable low ise indirect gen. 2 sodium results for an unknown number of patient samples. Data was provided for three samples. Patient 1 initial result was 128 mmol/l and the repeat result was 157 mmol/l. Patient 2 initial result was 121 mmol/l and the repeat result was 141 mmol/l. Patient 3 initial result was 135 mmol/l and the repeat result was 147 mmol/l. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The sodium electrode lot number was b78. The expiration date was requested but was not provided. Calibration and qc results had been acceptable. The field service representative verified the system was okay and replaced all electrodes and sipper tubing. He flushed the sipper valves and replaced the vacuum waste tubing. He ran conditioning on the tubing, calibration, and qc. The next day, the customer continued to have issues. The field service representative then found a blockage in the wash system. He flushed the sipper line valves. He replaced all electrodes and the probes. He ran ise check and precision testing which was acceptable. Follow up with the customer confirmed the issue was resolved. Further investigation confirmed the most probable root cause was the issue with the rinse unit as found by the field service representative.